Manufacturer narrative:
Concomitant medications included amlodipine, aspirin, atenolol, bivalirudin, carvedilol, plavix, glipizide, hydralazine, imdur, lantus, lipitor, lisinopril, metformin, and simvastatin. The report received from the (B)(6) study indicated that a patient underwent revascularization of the target lesion approximately 31 months post index procedure. The patient had undergone two pci surgeries prior to index procedure. No additional information is available. The patient¿s other medical history is significant for hypertension, hyperlipidemia, family history of coronary artery disease, previous myocardial infarction (1/17/2006), previous pci (11/18/2009), angina, congestive heart failure, diabetes mellitus (type ii), skin rash and allergy (codeine). At the time of index procedure, the patient was admitted with unstable angina. The 1st lesion was in the 2nd diagonal that was described as 8mm in length and was treated with balloon angioplasty only. The 2nd lesion was in the distal lad that was described as 16mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3mm in diameter. A 3x18mm cypher rx (# 15093159) was implanted. The third lesion was in the mid lad that was described as 16mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3.5mm in diameter. A 3.5x18mm cypher rx (# 15095742) was implanted at 14atms. The stent was post-dilated using a 4x8mm balloon at 14atms. There were no procedural complications reported and the patient was discharged a day later. Approximately 31 months later, the patient underwent revascularization of the mid lad. The event resolved without sequelae. The event was not related to the study drug or procedure; however, was probably related to the study stent. No additional information was received from the site despite multiple attempts. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00082 and 3003742446-2013-00083.

Event description:
The report received from the (B)(6) study indicated that a patient underwent revascularization of the target lesion approximately 31 months post index procedure. The patient had undergone two pci surgeries prior to index procedure. No additional information is available. At the time of index procedure, the patient was admitted with unstable angina. The 1st lesion was in the 2nd diagonal that was described as 8mm in length and was treated with balloon angioplasty only. The 2nd lesion was in the distal lad that was described as 16mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3mm in diameter. A 3x18mm cypher rx (# 15095742) was implanted. The third lesion was in the mid lad that was described as 16mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3.5mm in diameter. A 3.5x18mm cypher rx (# 15095742) was implanted at 14atms. The stent was post-dilated using a 4x8mm balloon at 14atms. There were no procedural complications reported and the patient was discharged a day later. Approximately 31 months later, the patient underwent revascularization of the mid lad. The event resolved without sequelae. The event was not related to the study drug or procedure; however was probably related to the study stent.